Manufacturer narrative:
Evaluation summary: no deformation was visible to the stent during inspection. The device returned with a detachment on the hypotube 35.3m distal to the strain relief. The hypotube material was jagged and uneven on both sides of the detachment site. A few kinks have been evident along the hypotube. (B)(4).

Event description:
It was reported that during use of a resolute integrity device that stent deformation occurred in vivo during positioning/ advancement. The physician intended to use a resolute integrity drug eluting stent to treat a moderately tortuous, severely calcified lesion with 95% stenosis in the distal lad. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It is reported that the stent could not pass through the lesion because of the calcification. After ptca the stent was advanced to the lesion. Excessive force was used during delivery and stent strut damage occurred. The procedure was completed using another resolute integrity device. No patient injury is reported. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Analysis of the returned device revealed that the hypotube had detached.